Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a discectomy. It was reported that the "endoscope does not show a clear picture indicating a problem with the scope. The scope was replaced with another working scope and no other issues." No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.